Event description:
A report was received from the affiliate indicating that workers are experiencing human reactions related to two sterrad units located in the same room. When workers are in the room they feel throat irritation, even if the window is fully open. One of the workers has an ophthalmic implant in one of her eyes. When she is in the sterrad room the eye with the implant starts to cry. No other information was provided. The same irritation has been observed by the local sales representative.

Manufacturer narrative:
(B)(4): throat irritation and crying eye. Note: additional FDA medwatch forms will be submitted for individual events when patient or additional information is obtained. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00629.